Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that removing the guidewire from the impella cp during positioning of the pump was difficult. However, once the pump was explanted from the patient the guidewire came out easily. No patient harm was reported.